Event description:
It was reported that the patient was undergoing a right side hemicolectomy and resection of the distal ileum. During dissection of the caecum, burn marks from the screw of the scissors were noted on the caecum serosa. In order to confirm this event, the intestine was dissected with the tip of the scissors at the mesocolon and the screw on the intestine. A 4mm burn mark was identified on the caecum. The patient did not suffer any complications.